Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin and 300 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the 12-lead electrocardiogram revealed lbbb. Medication was adjusted to treat the event. At the time of reporting, the event was considered recovering three days post index procedure, the patient was discharged on aspirin and other anticoagulant.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin and 300 mg of clopidogrel was given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day of the index procedure, the 12-lead electrocardiogram revealed lbbb. Medication was adjusted to treat the event. At the time of reporting, the event was considered recovering . Three days post index procedure, the patient was discharged on aspirin and other anticoagulant. It was further reported that one day post index procedure, echocardiogram revealed ejection fraction of 60-65% at the time of event, the subject was on dual antiplatelet therapy(dapt) therapy. During the hospitalization, the subject had a slight decrease in hemoglobin level to 11.5 gm/ dl (normal ranger: 12.5 to 13.8 gm/ dl). For the same, the subject was recommended for a colonoscopy. Hospitalization was prolonged, and medication was adjusted to treat the lbbb. At the time of reporting the lbbb was considered not recovered. Three days post index procedure, the physical examination showed upper limb and lower limb extremities were warm to touch. On the same day, the subject was stable in condition.